Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction was occurred. The wearable was inserted into the arm on (B)(6) 2026. In the same day, it was reported that the patient experienced a skin reaction with itching, rash and redness that extended beyond the patch perimeter, which occurred on the same day the sensor had been inserted in the arm. It was reported that the skin reaction began under the entire patch area and extended beyond the patch perimeter to the thighs and stomach. The patient reported no change in condition since the event. The patient used a previously prescribed oral antihistamine hydroxyzine. No other details were provided. At the time of the report, there was no change in the patient¿s condition. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.